Manufacturer narrative:
(B)(4). Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that prior to use on a patient, an activation tone was heard and the device was activated although the activation button was not being pressed. A new device was opened to continue. There was no patient involvement.